Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Correction/device evaluation: the evaluation results were inadvertently omitted in the initial medwatch report. The reported condition was confirmed but not duplicated. The assignable cause was that the ail pcb (air in line printed circuit board) was out of calibration. The ail pcb has been recalibrated. Additional: a service history review revealed that this device was not previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated in CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a failure code 810.11. It is unknown when this event occurred. There was no report of patient involvement, injury, or medical intervention necessary. During the product evaluation at baxter, it was discovered that failure code 810:11 occurred twice on channel a during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.